Manufacturer narrative:
Correction: serial number and affiliated device identifiers of previous report were corrected.

Manufacturer narrative:
The reported event of not capturing the parameter was not confirmed but the failure to extend helix issue was confirmed by analysis. As received, a complete lead was returned for analysis. Final analysis found that the lead's helix was extended, bent, stretched, and clogged with blood/tissue. The cause of the helix anomaly was due to the helix and procedural damage. No further anomalies were detected.

Event description:
It was reported that during implant procedure, the electrical parameters of the new lead were not captured. Upon repositioning the lead, the helix failed to extend. The procedure was completed using an alternate lead on (B)(6) 2024. The patient was stable.